Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had alerted their healthcare provider (hcp) of the issue in mid april. When asked what circumstances led to the vaginal pain, hemorrhoids and uti, the patient stated nothing - they have had pain for many years and the hcp thought it might help. The uti was diagnosed on (B)(6) 2016. When asked what steps were taken to resolve the vaginal pain and hemorrhoids, the patient responded with "sapasturies", reasonably indicating suppositories.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient got the device because her main problem was pain but she had some urinary problems. The doctor through if she put it in for urinary problems it would help the pain. The patient had had horrendous hemorrhoids and painful vagina area, which started last week in (B)(6) 2016. She turned the stimulation off a couple of days ago and it really had not given any relief. She had a urinary tract infection (uti) last week but she took antibiotics and now it was cleared. A doctor¿s appointment was scheduled for today. It was noted that the implantable neurostimulator (ins) site was not red, swollen, or itchy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.